Event description:
It was reported that cgm displayed error message 42 while customer used g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with assistance, confirmed error did not recur, and successfully started new sensor session; no additional actions were reported.